Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via e-mail that the brushheads no longer click into place and slide off toothbrush while brushing. No injury was reported.